Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery will not hold a charge is confirmed. The sr8 powered on at 92% battery life and ran for around ten minutes on battery power before shutting down with 80% battery life still on the scanner. The root cause is the internal battery failed. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per manager and tm, battery will not hold a charge. 07/18/2020 evaluation found system shutsdown with battery power still displayed.